Manufacturer narrative:
It was reported that v60 was unable to be put in standby mode. Per good faith effort (gfe), it was determined that the reported issue was due to the customer and not the device. The reported issue was determined to be due to the user and not the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device was unable to be put in standby mode. It was reported there was no patient involvement at the time the issue was discovered. No reports of patient or user harm. Investigation is ongoing.